Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged on an unknown date in 2015. The lead was explanted and replaced without complications on (B)(6) 2016. The patient's condition was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
No conclusion code available. No anomalies related to the original complaint were found. The failure was observed during analysis. As received, a partial distal portion of the lead was returned in one piece. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures. Internal shorts and other damages found are consistent with those occurring at the time of explant. Visual inspection found one external abrasion at the middle region of the lead breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy.